Event description:
It was reported by the pt's husband that the pt is experiencing abscess and sepsis.

Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.